Event description:
Product issue: while disconnecting the blue vacutainer transfer device from a cvad [central venous access device] with a bd maxzero needleless connector, the connector shot out 2 droplets of blood onto my face within a 1/2 inch of my eye. I washed my face with soap and water. I overheard that this is a common issue of fluids coming out of the connector like this. Product information: bd maxzero needleless connector, lot 1025055304, exp date 2028-05-13.